Event description:
It was reported that patient presented with back-up vvi mode noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences were reported.

Event description:
New information received notes that programming changes were made. The physician alleged that the back-up mode occurred during the ablation due to high voltage of pulsed field. No loss of back-up defibrillation was noted.